Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a reverse total shoulder on a (B)(6) y/o male patient, the glenoid had an exterior lip to it and the surgeon needed a larger reamer just to correctly ream this lip down. When reaming, the reamer came apart (destroyed) from the middle. All pieces were removed from the patient and accounted for. No injury occurred to the patient.

Manufacturer narrative:
Section h10: (h3) the broken reamer reported was likely the result of reaming off-axis under high loads while trying to corrective ream an exterior lip on the glenoid. Section h11: the following sections have corrected information: (d4) model number: na.